Event description:
The customer reported that from the beginning of the procedure, a regrasp alarm was heard when using the device. Eventually an end tone, indicating a completed seal cycle, was heard but the seal was not complete resulting in some oozing. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.